Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc at c6-c7. At 85 months post-op, patient reports an increase of neck pain. Review of films show fusion at the implant level. Subsidence of the disc is noted at c6 with bridging bone posteriorly.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.